Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had an issue with sterility (product not sterile). The following information was provided by the initial reporter: ¿holes seem to be in some stoppers.¿

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for holes in the stopper with the incident lot was observed. Evaluation/testing of the customer samples was performed and holes in the stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had an issue with sterility (product not sterile). The following information was provided by the initial reporter: ¿holes seem to be in some stoppers.¿